Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage CT enhancement: leakage of blood or fluid after the needle cone is removed during the process of embedding a needle in the patient.

Manufacturer narrative:
1. DHR/bhr review lot#4081481. 1-this batch of products were assembled at (B)(4) in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional tests: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, and no leakage is found at the sample. Please see the attached test reports. Conclusion(s): no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the indwelling needle cannot be identified, the root cause of the leakage cannot be determined.

Event description:
No additional information provided.